Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because cloudy was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1 (6/19/2013) - device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on 6/ with the /following findings: the meter passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
No product is expected to be returned.